Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD), presented for a followup after hearing tones from his device. The physician was unable to establish telemetry with the ICD and no magnet reaction was obtained. The physician elected to explant the ICD.